Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had multiple insulin pump errors alarms. Customer were able to clear alarms and able to complete rewind the insulin pump. Customer performed self test and test did not pass and they received hardware low level failure alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No pump error 3 noted during testing however, pump error 63 alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly. Pump error 53 found in the device history problem isolated to electronic assemblies.